Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that they were getting an error message when trying to do a discharge. The patients are discharged, however they still appear. There was no patient incident.